Event description:
It was reported while using unknown bd ultrafine pen needle the pen needle was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: the reporter gets in touch because was unable to apply it because the 2 pens from the same batch showed a "crashing" "number of samples claimed: 2. What is the claim for each batch? Button stuck. Needle used (needle manufacturer): bd ultra fine 0.23 mm (32g) x 4 mm model (size): 4mm. Needle lot number: not known.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 2011 was used based on age of patient. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time h3 other text : see h.10.

Event description:
It was reported while using unknown bd ultrafine pen needle the pen needle was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: the reporter gets in touch because was unable to apply it because the 2 pens from the same batch showed a "crashing." "Number of samples claimed: 2. What is the claim for each batch? Button stuck. Needle used (needle manufacturer): bd ultra fine 0.23 mm (32g) x 4 mm. Model (size): 4mm. Needle lot number: not known.